Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had sensor discrepancies. The customer's sensor glucose reading was 5.9 mmol/l while their blood glucose reading was 11.2 mmol/l. The customer stated that insulin delivery was suspended due to the low sensor glucose. Troubleshooting was performed. The product will be returned for analysis.